Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case where the seal did not load properly. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. The second heartstring seal did not deploy into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. This report is for the first device.